Manufacturer narrative:
(B)(4) date of event unknown, but reported as approximately (B)(6) 2015. Summary of investigational findings: no product returned to assist the investigation. However, as reported the frova device is not supposed to be used with a dlt. IFU, intended use: "the 14.0 french catheter introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger. Note: do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." Also, under warnings is stated "do not use the frova intubating introducer with double lumen endotracheal or endobronchial tubes." Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the anesthetist used a frova intubating catheter (fic) with a double lumen endotracheal tube (dlt) to intubate the patient, a bronchoscope is routinely performed at the end of the operation, shavings of the fic were retrieved from the patients lungs. Patient outcome: shavings from the device had to be removed from the patients lungs. No additional procedures were required due to this occurrence. No adverse effect to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Date of event unknown, but reported as approximately (B)(6) 2015. PMA/510(k): e597079. Investigation is still in progress.

Event description:
Description according to complainant: the anesthetist used a frova intubating catheter (fic) with a double lumen endotracheal tube (dlt) to intubate the patient, a bronchoscope is routinely performed at the end of the operation, shavings of the fic were retrieved from the patients lungs. Patient outcome: shavings from the device had to be removed from the patients lungs. No additional procedures were required due to this occurrence. No adverse effect to the patient were reported due to this occurrence.